Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that patient's blood glucose level rose to 600 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent and the patient reported detecting the smell of insulin, suggesting a potential leak. As treatment, the patient applied a new pod.